Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on top case on the side by the handle. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, check and test force sensor were performed. Investigation unable to duplicate the force sensor at power up and all the reading of force sensor within the required specs. According to the investigation, the reported issue was caused by the customer manipulated the pump during its self-test, by entering the biomed code customer was able to clear the force sensor test error. Investigator?s performed pm maintenance and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited system failure. No adverse effects were reported.